Event description:
Initial result for a patient b12 was <30 pg/ml. When repeated, the results were 324.2 and 323.1 pg/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.